Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, that the customer contacted the technical support engineer (tse) to report a recoverable fault on the da vinci system with a system message to disable the universal surgical manipulator (usm2). The tse reviewed the system logs and observed a non-recoverable 307, 319 errors on the usm2. The tse first recommended a hard reboot, which the customer performed; however, the issue returned when the system powered back on. The tse then explained that the customer could attempt another hard reboot, disable the usm2 and proceed with usm's 1, 3, and 4, or swap the patient side cart with another da vinci system at the same software level. The customer chose to disable the usm2 and proceeded with the surgical procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error and replaced the universal surgical manipulator (usm2) due to errors 307 and 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of the errors points to node 186 is not present at startup.